Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hysterectomy + para aortic treatment + omentectomy. According to the reporter: additional information - the device jammed after 4 or 5 clips were applied like at the end of the reload. The last known patient status was good. To correct the problem, another device with same lot# was used to complete the procedure successfully. Minor tissue loss on the omentum.

Manufacturer narrative:
(B)(4)